Event description:
It was reported that post stenting procedure, the patient experienced acute thrombosis. The 90% stenosed target lesion was located at the proximal left anterior descending artery. The lesion was treated with direct stent placement of a 3.50x16mm promus element plus stent with 0% residual stenosis. The stent was post dilated with a 4.0x12mm emerge balloon dilatation catheter. Patient was discharged with no complications nor issues. Two hours post procedure, the patient was unstable and presented with low blood pressure and st elevation. She was brought back to the lab and angiogram was performed which revealed that the implanted stent had thrombosed. The lesion was ballooned using an unspecified balloon dilatation catheter and a non-bsc stent was placed. Following stent placement, the lesion was post dilated with a 4.0x12 nc quantum apex balloon dilatation catheter. The patient was started on integrilin. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. Deice evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).